Manufacturer narrative:
Product ID (B)(4) serial# (B)(4) product type recharger. Analysis of the (B)(4). Desktop charger sn# (B)(4) found evidence of broken connector pins. Fdc code (B)(4) applies to the recharger. Fdc code (B)(4) applies to the implantable neurostimulator. All fdr and fdm codes apply to the recharger. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional concomitant medical product information references the main component of the system and other applicable components are: product ID: (B)(4), (B)(4), product type: recharger.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for non-malignant pain, failed back surgery syndrome. It was reported that the ins recharger (insr) was not charging when plugged into the desktop charger (dtc), and the dtc connector pins did not look broken. The insr battery had depleted and the patient was unable to recharger their ins. The ins was not recharged, and stimulation stopped with a return of pain. A replacement insr was sent. No additional symptoms, and no additional complications were reported for this event. (Refer to (B)(4) for details pertaining to the related event other pt w/ insr issues).